Manufacturer narrative:
The oad and viperwire were received at csi for analysis. The oad driveshaft was found to be fractured at the crown area. The crown was not returned for analysis. Scanning electron microscopy (sem) was performed on the fractured driveshaft section. Sem identified fatigue striations at the site of the driveshaft fracture. This type of damage is seen when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, which the instructions for use (IFU) notes and warns about. Sem analysis did not find clear evidence of the crown weld on the driveshaft filars. However, since the crown was separated from both the proximal and distal driveshaft sections, it is possible the filars fractured from the weld on both sides leaving the weld evidence connected to the missing crown. The root cause of the driveshaft fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Once the investigation is completed, a supplemental report will be submitted. Csi ID: (B)(6).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for treatment in a 4mm, 90% stenosed and heavily calcified right coronary artery (rca). Treatment was performed bidirectionally on low speed and high speed. During retrograde preparation with the oad, the driveshaft fractured proximal to the oad crown. The fractured component was successfully removed with the viperwire advance guide wire with no required intervention. Angioplasty and stent placement were performed to complete the procedure. The patient was stable and did not experience any complications due to the reported event.